Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at the battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated he was pressure washing, but the insulin pump was not getting wet. Customer stated he was unable to clear the alarm and noticed the up arrow button is stuck. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.